Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use when the issue was observed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system would not boot up after several attempts. The system could not be turned off to perform a reboot. A philips service engineer (fse) inspected the system onsite and could not confirm the reported problem. The engineer reviewed the system event logs, but the log files were inconclusive. The system was monitored for a couple days and the issue did not return. As a result, the root cause of the reported issue is unknown. The system was returned to use in good working order. Codes were updated based on the investigation outcome.